Event description:
It was reported that a minimum fill notification occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Initially, reloading the existing cartridge did not resolve the issue, so technical support instructed the caller to clean the pump and guided them through loading a new cartridge. This resolved the issue, and the customer successfully resumed insulin delivery.